Event description:
It was reported that the device failed the user test and the service indicator was illuminated. The facility biomed evaluated the device and observed a fault code logged in the memory. Furthermore, the biomed's defibrillation calibration attempt at 360 joules resulted in a loud pop and it failed to charge the energy. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and replacement assembly parts info to the reporter. Follow up with the customer confirmed that replacement of the therapy pcb assembly resolved the reported failure. The device has been placed back to service.